Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va20tju serial# implanted: (B)(6) 2019. Explanted: (B)(6) 2019. Product type lead h.3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H10. The initial MDR was filed as manufacturer¿s report# 3007566237-2019-02118. Based on additional information received, the correct manufacturing site was # 3004209178. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that they replaced the ins but the impedances did not clear. The doctor replaced the lead and ¿everything cleared¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). The rep reported they were getting high impedances on bipolar pairs. The caller indicated that there was nothing in the header and there was not a problem with the setscrew; they stated prior to calling they had disconnected the lead and dried it 3x, it was torqueing down and the lead was held in place. The caller indicated that the doctor could see the tip of the lead in the header block and they were confident that it was set in place correctly. They stated they were getting great motor response when testing with the external neurostimulator (ens) j hook. With the ins on 0 and 2 there was some motor response. When testing with bipoles -1 +3 using the ins they did not get motor response. The caller provided the following impedance values run at 2v 210us: reference 1 all > 4000ohms reference 3 all >4000 ohms reference 0 c 2058 all other greater than 4000 reference 2 c 2124 all other >4000 they reran them at 3v 300us. 0 2 3 were all green and 1 all greater than 4000ohms. They reran them at 3v and 300us a second time and they were all green reference 0 c 1473ohms, bipoles were >4000ohms reference 2 c 2219ohms, bipoles were >4000ohms reference 3 c 2349ohms, bipoles were >4000ohms the caller stated that when testing the impedances they were seeing some motor response, but it was not as strong as it was with the ens. The caller tested again with the ens and j hook and they were getting good motor response on all electrodes. The doctor replaced the ins with a new battery 3v 300us and they saw motor response when running. Again all values were within normal range with case pairs, but the monopolar pairs were out of range. Considerations of replacing the lead versus potentially having limited programming were reviewed. The call was ended it and it was not clear what action the doctor was going to take. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
The returned devices passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.